Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced nausea, dizziness, diarrhea, vomiting and ketone value in urine at 3.0 mmol/l. The cgm was reading 160 mg/dl while the blood glucose reading was 560 mg/dl (measurements taken by the patient). The patient called emergency services and was taken to the hospital. The patient was treated with intravenous electrolytes, insulin and thrombosis prevention via injection. The patient was discharged from the hospital on (B)(6) 2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.